Event description:
Received information of air bubbles in the luer lock. Customer's blood glucose level was elevated (302 mg/dl) and a correction bolus was administered.

Manufacturer narrative:
No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.